Event description:
On (B)(6) 2011, patient reported the infusion set has a bent cannula. Patient stated the bent cannula has been causing leaks at the infusion site and elevated blood glucose readings. Patient reported his blood glucose level went over 500 mg/dl. Patient's normal blood glucose is 80-160 mg/dl. Patient stated he was able to treat himself with an insulin injection and by changing the infusion site. Patient manually inserts the infusion sets. Patient reported the alleged infusion set was in for a day. Patient stated the infusion set he is currently using is leaking at the cannula because of the bent cannula. Patient reported he got an elevated blood glucose reading so he tried to bolus and then he could smell insulin and noticed his shirt was wet. Patient stated this is the 3rd infusion set in 4 days. The patient did not require treatment from a health care professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.